Event description:
On (B)(6) 2008, I was put to sleep by my ob/gyn dr. (B)(6) to have the essure (or as I call it (profanity)) implanted in me. My life has been a living (profanity) ever since that day. First let me start by saying I am allergic to contrast dye. I never received the 3 month confirmation placement test. I have a constant, sharp, poking feeling with random bouts of bleeding. My periods last anywhere from 2-6 weeks. I cannot leave the house because there are times when I stand up, numerous blood clots start pouring down my legs. My hair is falling out. I can't remember anything, and my previously perfect teeth are now deteriorating and breaking off. Never in my life have I ever begged to have a surgery, but I have prayed every night to find a doctor that would do a hysterectomy so my (profanity) can end, but with my insurance (B)(6) I'm pretty sure that won't happen. I just hope another (B)(6) woman doesn't have to live like I am. Thanks.